Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal totally extraperitoneal hernia repair, the device valve seal was disengaged. The inner seal, the "gasket" of the structural balloon trocar fell off into the patient cavity while inserting the mesh. It was retrieved with a grasper. The patient status is okay.